Event description:
It was reported that the device was unable to interrogate. No further information is available.

Event description:
This event was reported on the wrong patient/device. The event occurred with a different patient and a competitive device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Please retract this MDR 2017865-2012-06999. This event was reported on the wrong patient/device. The event occurred with a different patient and a competitive device.